Event description:
The customer returned the device stating defective lcd display; during device evaluation it was found that the device had a delaminated downstream (dso) seal. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for a defective liquid crystal display (lcd). During the investigation it was noted that the downstream occlusion (dso) seal was delaminated. The lcd and dso were replaced, and the device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.